Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported trough remote transmission that the device was approaching to eri. Upon interrogation in the clinic, premature battery depletion was observed. The patient had frequent hv therapy, which is suspected to be the cause. The device was explanted and replaced. The patient was fine post procedure.